Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of a break in aseptic technique and peritonitis with culture positive for gram negative organisms in a patient coincident with dianeal pd2 ultrabag therapy intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, the patient experienced a break in aseptic technique described as the patient made a mistake. On (B)(6) 2010, the patient was hospitalized. On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient received an injection of vancomycin 2 gram, loading dose, ip. On (B)(6) 2010, the patient was discharged from the hospital. Beginning (B)(6) 2011, the patient began treatment with injection maxipime 1 gram, once daily, ip, which had continued. At the time of this report, the peritonitis was resolving. It was not reported if the patient was retrained in aseptic technique. It was not reported if pd therapy had continued. The baxter employed nurse believed that the event of peritonitis was unrelated to the dianeal therapy. The causal relationship was not reported for the event of break in aseptic technique.